Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that no damage was noted to the coil prior to use and the target coil was prepared as per direction for use (dfu). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported issues.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject coil and the coil became stretched inside the microcatheter shaft. The subject coil was pulled back with a gooseneck snare. Another coil was used to complete the procedure. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The device was not returned.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject coil and the coil became stretched inside the microcatheter shaft. The subject coil was pulled back with a gooseneck snare. Another coil was used to complete the procedure. There were no clinical consequences reported due to this event.